Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl, 400 mg/dl or 500 mg/dl. The customer was treated with the insulin pump. The customer did not mention any symptoms related to high blood glucose level. The customer reported that they needed to use plunger for the infusion set. The customer reported that they received no delivery alarms and had to change both infusion set and reservoir. The insulin pump will not be returned for analysis.